Event description:
Procedure: low anterior resection. According to the reporter: there was double stapling found and additional bleeding over 500cc occurred. The staff used an endoscope and bleeding stopped. There was malformed staples found, therefore, re-operation was done with another device. The patient is under observation.

Manufacturer narrative:
(B)(4).